Manufacturer narrative:
During inspection and testing, service was not able to confirm the customer¿s reported issue (randomly taking pictures); however, service found the switch function failed due to corrosion of the camera switches. The instrument channel had scrape marks and was leaking. The adhesive of the bending section cover (a-rubber) was cracked. The scope cover name plate was missing. There was internal corrosion of the light guide tube. The scope connector labels were peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was randomly taking pictures. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, a large gap in the adhesive was observed, as the forceps cover adhesive was peeling. This report is being submitted for the malfunction found by service during the device evaluation (peeling adhesive).

Manufacturer narrative:
Correction: h4 - may 17, 2015 should have been selected on the initial report rather than may 18, 2015. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external force, or handling. Olympus will continue to monitor field performance for this device.